Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the pump turning off. Evaluation determined the cause to be a failed input/output printed circuit board. The input/output printed circuit board was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device turned off without user input. There was no patient involvement.